Event description:
It was reported that the insulin pump alarmed no delivery during the fill tubing process. The customer stated that every time she pressed the act button, the device would alarm. She did not provide the blood glucose reading. She was assisted with the matter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.